Event description:
It was reported through the (B)(4) study that the patient developed a pocket hematoma. The hematoma was drained and the patient was administered anti-biotics. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.